Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user family member is stating that a piece under the seat is broken, and they have to physically move it to open the wheelchair.